Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 4. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was hospitalized and diagnosed with peritonitis. The patient was discharged. The patient was treated with IV and ip cefazolin. The cause of the peritonitis was unknown, and the patient recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number(s) h12l03030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.